Event description:
The clinician reports the implant was inserted 2021-03-31 in ada 4. On 2021-04-21, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.